Event description:
It was reported that the customer experienced high blood glucose levels and that the insulin pump alarmed no delivery during a bolus delivery. The blood glucose reading was over 500 mg/dl. The customer's mother stated that the issue occurred 3 times. She stated that during 2 occasions, the blood glucose reading was over 500 mg/dl. She did not know whether the infusion set cannula was bent upon removal, since she had already changed it out during a past event. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.